Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. Preventive maintenance was done. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "cautery not working" (device inoperable). A customer reported the cautery was not working correctly. The probe was exchanged to complete case. The customer reported a slight delay in case of about 5 minutes. The facility believed this to be a system issue, so following this case, they exchanged the system to complete all other cases of the day. There was no pt impact.